Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. Medical history: cystourethrocele, prolapse, rectocele. Additional information received: patient required medical treatment and underwent a mesh removal procedure (procedure date unknown). It was reported that the patient has since deceased in (B)(6) 2013. To: the patient's attorney alleged a deficiency against the pelvicol acellular collagen matrix implanted on (B)(6) 2004. The patient required medical treatment and underwent a mesh removal procedure (procedure date unknown). The patient's attorney alleges the injuries and subsequent death were caused by the mesh implants. The patient expired on (B)(6) 2013.

Event description:
Per additional information received, the patient has experienced occasional loss of urine, granulation tissue treated with silver nitrate x 8, vaginal irritation, dysuria, bladder leakage with coughing/sneezing, frequency, soreness above her rectum, an infected pock like lesion in pilonidal area, an enterocele, urinary incontinence, nocturia, recurrent vaginal vault prolapse requiring sacrocolpopexy suspension of prolapsed vaginal vault in 2006 with polyform mesh, a partial small bowel obstruction, postoperative bruising, cholelithiasis, questionable intrinsic sphincter deficiency, vaginal bleeding, loose anterior vaginal wall stitches in friable tissue requiring stitch removal, infectious diarrhea, dehydration, acute renal failure, urinary tract infections, chronic kidney disease stage IV, left renal cyst, diminished left kidney function, parenchymal disease, dehydration with acute renal failure/secondary to an acute small bowel obstruction versus ileus, nausea, vomiting, abdominal pain, colitis, salmonella gastroenteritis, sigmoid diverticulitis, a small atrophic left kidney with scarring on the right side, probable focal fatty infiltration of liver, a small calcification in upper pole of left kidney, an ileus, suprapubic tenderness,abdominal pain, pelvic vascular calcifications, periumbilical pain, vaginal discharge, anemia/iron deficiency requiring transfusion, enteritis, a small bowel obstruction due to adhesions and eroded foreign body (mesh) that was adherent to the medial aspect of the sigmoid colon, two or three loops of the small bowel with growth into the wall of the terminal ileum requiring exploratory laparotomy a small bowel resection, lysis of adhesions, removal of foreign body (mesh), a postoperative course complicated by a pleural effusion, left pneumothorax, large amounts of diarrhea positive for c. Difficile colitis, oliguria, probable endovaginal fistula, ultimately death, neuromuscular problems, vaginal scarring, and organ perforation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).